Event description:
A polyflex esophageal stent was used to treat a peptic stricture in a adult female patient (age and weight unknown) in 2008. According to the complainant, "...within a short time (actual date/time not specified), the stent had migrated proximal to the stricture and the patient experienced discomfort at the cricopharynx." It was further reported that the physician tried to remove the stent using rat tooth forceps and a snare device (manufacturer of both devices is unknown). However, the physician was unable to remove the stent. The stent remained implanted and the procedure was completed by placing a (percutaneous endoscopic gastrostomy) peg tube (manufacturer unknown) to facilitate the patient's food intake. The patient's current condition is unknown.

Manufacturer narrative:
The device remains implanted; therefore, a failure analysis is not available and the relationship between this device and the cause of this event is undetermined. A search of the complaint database revealed no additional complaints recorded for this lot. The january 2008 15-month polyflex esophageal stent product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.